Manufacturer narrative:
Device eval by manufacturer: the device was not returned for analysis; however, media from the clinical procedure was reviewed. Media showed that the coil was stretched.

Event description:
It was reported that the coil was protruding from the target location. A 2x4 embold fibered detachable coil system was selected for use in a renal embolization procedure. During placement, an attempt was made to retract the coil because it was not forming in a manner they preferred, but there was difficulty retracting the coil. The release mechanism wasn't broken, but somehow it became detached, and the coil prematurely deployed. Once the microcatheter was removed, it was observed that there was a tail coming from the coil. The coil was stretched and protruding from the target location. Nothing was done to correct the coil's placement. No patient complications were reported.